Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 399.98, lot t197834: manufacturing site: tuttlingen. Release to warehouse date: february 05, 2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. H3, h6: a product investigation was completed: upon visual inspection, there was no defect observed on the device. This complaint is not confirmed as there was no defect observed on the returned device. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a procedure. During the procedure, following equipment¿s was broken. It was unknown if the procedure completed successfully. The patient impact was unknown. (1)radiolucent insertion (3) holdsleeve w/wingscr l105 I- 6 f/large- (2)doublejoint cpl f/large- distract (2)holdsleeve w/wingscr l55 I- 6 f/large-d (3)red forceps points one bent tip/174 (1)red forceps serrated jaw-ratchet 144 (1)reduction forceps points ratchet 200. This complaint involves thirteen (13) devices. This report is for (1) reduction forceps points ratchet 200 this report is 11 of 12 for (B)(4).